Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6., b.5., b.6, e.1., h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "peripheral folds, axillary hollows with smalls lymphadenopathies" diagnosed by MRI and ¿nodules with an unspecific ganglionic appearance¿ diagnosed by mammography. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: no observed other observations. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture was diagnosed by ultrasound and MRI as well as "peripheral folds, axillary hollows with smalls lymphadenopathies" diagnosed by MRI and ¿nodules with an unspecific ganglionic appearance¿ diagnosed by mammography. Device has been explanted and replaced with a non-allergan device.